Event description:
The customer reported that imprecise alpha-fetoprotein (afp) quality control and patient results were generated on the access 2 immunoassay system for multiple patient samples across multiple days. This report represents the imprecise quality control results and imprecise single patient results generated on (B)(6) 2012. The afp results were not reported out of the laboratory, and hence there was no death, serious injury or modification in patient treatment associated or attributed to this event. The initial afp result was elevated and above the normal reference range for the assay. Upon multiple repeat on the same instrument, elevated results above the normal reference range were recovered, however collectively the results did not meet the precision claims of the assay. Quality control results were performing above the customer's established ranges, and failing afp calibration results were generated on the date of the event. Sporadic imprecision had been observed while running afp quality control assessments during the timeframe of this event. System checks performed by the customer passed within instrument specifications. No specific patient information or additional sample collection/handling information was provided by the customer.

Manufacturer narrative:
Service was dispatched on (B)(4) 2012 for this event. The field service engineer (fse) rebuilt the wash pumps and precision pumps and replaced all probes and peripump tubing. The fse verified instrument alignments. Upon completion of the repairs the fse verified instrument performance via completing a passing system check and high sensitivity system check and returned the instrument back into operation. The mdrs associated with this event consist of: 2122870-2012-00606, 2122870-2012-00607.